Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/27/2013 and 7/1/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination around u5 and u2. In addition, a secondary issue was found, the battery was dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of june 15, 2013. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 1-2 hours after the start of the alleged issue, the patient claimed he felt symptoms of shaky, sweaty, light headed and incoherent. The patient took glucose tablets/ glucose gel as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.